Event description:
This is a spontaneous case report received on 07-jul-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) placed in (B)(6) 2011. On or around (B)(6) 2011, plaintiff went to discuss permanent contraception with her doctor. Her physician highly recommended essure as a form of permanent birth control, stating that it was safer, had less recovery time and was just as effective at preventing pregnancy as tubal ligation. She relied on the representations made in the essure brochure and benefits and risks as relayed by her physician in reaching her decision to have the essure procedure. On or about (B)(6) 2011, plaintiff underwent the essure procedure. On or about (B)(6) 2011, she went to a follow up appointment. During her checkup, the essure dislodged from her fallopian tube and had to be clamped back on place. Leading up to (B)(6) 2012, plaintiff was experiencing abdominal pain, heavy menstruation and chronic infections requiring long-term antibiotic use. On or about (B)(6) 2012, she went to the emergency room and was told by a physician that her device had migrated to her uterus and that she needed tubal ligation. This procedure was performed in the emergency room. Plaintiff continues to suffer from severe abdominal pain and serious infections and was told she needed surgery to remove essure and obtain relief of her related symptoms. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Correction on 07-jul-2016: the name of plaintiff was amended. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. One month later, during her follow-up consultation, the essure was found dislodged from her fallopian tube and had to be clamped back on place. Seven months later, she went to the emergency room and was informed that her device had migrated to her uterus. Additionally, she developed chronic infections (serious infections) requiring long-term antibiotic therapy. These events are listed in the reference safety information for essure, except for consumer's unspecified infections. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement includes an expulsion/migration into uterus or out of the body. In this particular case, although the exact mechanism of the reported device dislodgment/migration into the uterus is not known, given its nature causality with essure cannot be excluded. Regarding the reported infection, since its exact location and etiology were not specified, causality with the suspect insert cannot be assessed by now. Additionally, non-serious events were reported. This case was considered an incident, since medical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. One month later, during her follow-up consultation, the essure was found dislodged from her fallopian tube and had to be clamped back on place. Seven months later, she went to the emergency room and was informed that her device had migrated to her uterus. Additionally, she developed chronic infections (serious infections) requiring long-term antibiotic therapy. These events are listed in the reference safety information for essure, except for consumer's unspecified infections. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement includes an expulsion/migration into uterus or out of the body. In this particular case, although the exact mechanism of the reported device dislodgment/migration into the uterus is not known, given its nature causality with essure cannot be excluded. Regarding the reported infection, since its exact location and etiology were not specified, causality with the suspect insert cannot be assessed by now. Additionally, non-serious events were reported. This case was considered an incident, since medical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: uterus / migrated to her uterus / perforation (uterus)"), device dislocation ("essure dislodged from her fallopian tube and had to be clamped back in place") and infection ("chronic infections/ serious infections") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6)2011), premature delivery and stillbirth. In 2011, the patient experienced weight decreased ("weight loss") and ovarian cyst ("ovarian cyst"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and medical device repositioning ("essure dislodged from her fallopian tube and had to be clamped back in place"). In (B)(6) 2011, the patient underwent device dislocation (seriousness criteria medically significant and intervention required) and medical device repositioning ("essure dislodged from her fallopian tube and had to be clamped back in place"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, infection (seriousness criterion medically significant) and menorrhagia ("heavy menstruation"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("reflux- gerd"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and nausea ("nausea"). In (B)(6) 2017, the patient experienced mood swings ("mood swings") and libido decreased ("reduced libido"). In (B)(6) 2017, the patient experienced rash ("rash") and pruritus ("itchy skin"). On an unknown date, the patient experienced vomiting ("vomiting"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), sinus pain ("sinus pain"), groin pain ("groin pain"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, medical device repositioning, gastrooesophageal reflux disease, menorrhagia, mood swings, libido decreased, bacterial vaginosis, urinary tract infection, urinary tract disorder, bladder disorder, depression, anxiety, rash, tooth disorder, nausea, vomiting, diarrhoea, dyspepsia, weight decreased, ovarian cyst, pruritus, sinus pain, groin pain, back pain and arthralgia outcome was unknown and the infection had not resolved. The reporter considered anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, depression, device dislocation, diarrhoea, dyspepsia, gastrooesophageal reflux disease, groin pain, infection, libido decreased, medical device repositioning, menorrhagia, mood swings, nausea, ovarian cyst, pruritus, rash, sinus pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vomiting and weight decreased to be related to essure. Diagnostic results: on (B)(6) 2011 and (B)(6) 2012, hysterosalpingogram (hsg) was performed. Essure confirmation test was performed in (B)(6) 2011 and (B)(6) 2012: unilateral occlusion (left tube occluded) quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: "plaintiff" facts sheet received. New reporters added. Patient demographic information and relevant history added. Essure removal date was added. Events mood swings, reduced libido, bacterial vaginosis, uti, bladder problems or changes, urinary problems or changes, depression, anxiety, rash, dental problems, nausea, perforation (uterus), reflux, vomiting, diarrhea, heartburn, weight loss, ovarian cyst, pain, itchy skin, sinus pain, groin pain, back pain and hip pain added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.